Event description:
Limited information was reported to lifecell in association with this complaint. It was reported that a patient had three surgeries and the strattice device was replaced with another mesh. No other event details are available at this time. Lifecell is following up for additional clinical event details.

Manufacturer narrative:
Method of evaluation: no manufacturing review could be performed because no lot number was reported. Lifecell is following up for additional clinical event details and lot number. No investigation could be performed due to the lack of information reported. This unknown event is being reported as serious injury due to the surgical intervention with device explant. In lifecell receives additional information, a follow up report will be filed. No further actions required, no nonconformance was confirmed.